Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 26, 2024. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 450cc mentor tissue expander placed experienced unilateral deflation post procedure. The deflation was noted when the patient was exchanging for a permanent implant. As a result, explant was performed on an unknown date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 7, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear between the bladder and shell on the tissue expander. Microscopic examination was performed and the cause of the deflation could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. After a review of the process controls, data records, visual analysis of the device, and process controls, the cause of the observed tear could not be confirmed as manufacturing-related. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).